Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that the patient was presenting with chest pains. They were transported via ambulance, presented ventricular fibrillation (vf), and were resuscitated. Right coronary artery (rca) obstruction and no flow contrast was confirmed via computed tomography (CT) scan. An intra-aortic balloon (iab) was then inserted for support during percutaneous coronary intervention (pci). At the time of iab insertion, the patient complained of back pain. After pci, intra-abdominal hemorrhage was observed by CT scan. The bleeding site was unknown. The patient expired that same day, after approximately four hours of iab therapy. The physician believes the patient's death was not related to the iab and was likely to be caused by the patient's pre-existing disease and cardiopulmonary resuscitation (CPR).

Event description:
N/a.

Manufacturer narrative:
Correction to mfg follow up #1 to field h10: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 74.7cm and 75.7cm from iab tip. A kink was observed on the catheter tubing and inner lumen approximately 75.9cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The event description provided was insufficient on the suspected iab failure, however we did identify kinks in the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were observed on the catheter tubing approximately 74.7cm and 75.7cm from iab tip. A kink was observed on the catheter tubing and inner lumen approximately 75.9cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. No alarm sounded from the pump. The event description provided was insufficient on the suspected iab failure, however we did identify kinks in the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).